Event description:
Caller states that the inform meter has melting in the housing surrounding the connector pins, and that the connector pins appeared to be burned, showing charring. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.